Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states " after connecting gemzar tubing to the patient's primary tubing set, and timing out with secondary nursing, pump was started. Notice gemzar was leaking onto the floor from above the texium closed system transfer device. The drug was immediately clipped, and the spill clean up kit was used. Pharmacy was called and a new bag of gemzar was made. No visitors or other staff were exposed. Upon visual inspection, it was obvious the texium connection was defective, and not seated properly causing the leak. Pharmacy staff came up to look at the tube and photos were taken. " the customer reported there was no patient harm.